Event description:
Surgeon reported that the inner screw of the tibial anchor system would not thread all the way into the outer screw. Surgeon removed both screws and used another one. Surgeon reported no impact to the pt.